Event description:
Device complication: premature deployment. The doctor was using an absolute sds in the iliac (off-label) via an ipsilateral approach. The doctor deployed the stent: however, it "jumped" forward up the aorta only covering part of the lesion. The doctor had to deploy another absolute stent to cover the entire lesion. No additional information was available.